Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a thin wire stent embedded in the proximal potion extending into the cornu.") In a 26-year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, seizures, urinary frequency and vaginal discharge. Date not mentioned of hysterosalpingogram test. Concurrent conditions included ovarian cyst (1.5-2 cm right ovarian cyst appearing like a corpus luteum cyst.), paratubal cyst (small left paratubal cyst.), uterine fibroid (12 week size uterus with fundal fibroid.), constipation, stress, dysuria, incomplete bladder emptying, panic attacks, uterine tenderness, uterine pain, uterine fibroids, intramural leiomyoma of uterus and intermenstrual pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems condition: unknown"), rash ("rashes or skin conditions type: unknown"), cardiac disorder ("blood or heart disorder/condition type: unknown") and blood disorder ("blood or heart disorder/condition type: unknown") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, migraine, headache, nausea, fatigue, weight increased, abdominal pain lower, back pain, bladder disorder, urinary tract disorder, hypersensitivity, mental disorder, rash, cardiac disorder and blood disorder outcome was unknown and the pelvic pain and dyspareunia had resolved. The reporter considered abdominal pain lower, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: (discrepancy noted between dates given in pfs & mr) (B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Human chorionic gonadotropin on (B)(6) 2015: result-negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia,pelvic pain, itching, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a thin wire stent embedded in the proximal potion extending into the cornu.") In a (B)(6) year-old female patient who had essure (batch no. 627754) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, seizures, urinary frequency and vaginal discharge. Date not mentioned of hysterosalpingogram test. Concurrent conditions included ovarian cyst (1.5-2 cm right ovarian cyst appearing like a corpus luteum cyst.), paratubal cyst (small left paratubal cyst.), uterine fibroid (12 week size uterus with fundal fibroid.), constipation, stress, dysuria, incomplete bladder emptying, panic attacks, uterine tenderness, uterine pain, uterine fibroids, intramural leiomyoma of uterus and intermenstrual pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder/urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdomen pain"), back pain ("lower back pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems condition: unknown"), rash ("rashes or skin conditions type: unknown"), cardiac disorder ("blood or heart disorder/condition type: unknown") and blood disorder ("blood or heart disorder/condition type: unknown") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, migraine, headache, nausea, fatigue, weight increased, abdominal pain lower, back pain, bladder disorder, urinary tract disorder, hypersensitivity, mental disorder, rash, cardiac disorder and blood disorder outcome was unknown and the pelvic pain and dyspareunia had resolved. The reporter provided no causality assessment for vaginal haemorrhage with essure. The reporter considered abdominal pain lower, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: (discrepancy noted between dates given in pfs & mr) (B)(6) 2015, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2015: result-negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia,pelvic pain, itching, vaginal bleeding. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs received: case becomes valid since all events are specified. Reporters were added. Patient's demographics was added. Lot no. Was added. New events- vaginal bleeding, menorrhagia, hypersensitivity, bladder infection ,urinary tract infection ,apareunia, psychological disorder rashes , bladder disorder,urinary disorder,migraines, headaches, blood disorder, heart disorder, nausea, dyspareunia , pelvic pain, fatigue, weight gain, device embedded, lower abdominal pain, back pain were added. Concomitant conditions were added. Event outcome -dyspareunia ,pelvic pain were added. Lab test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.